Event description:
It was reported that the patient presented in clinic after receiving a remote merlin.net transmission with decrease rv sense amplitude. All previous sensing amplitudes were stable. The patient is pacemaker dependent. It was noted that the t-wave oversensing were observed during sense tests. Programming changes were discussed. The patient will continue to be monitored closely.